Event description:
It was reported that the drive support cap was loose. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump received with cracked end cap. The insulin pump received with scratched lcd window. The insulin pump received with foreign debris under lcd window. The drive support disk was inspected and no anomaly was noted.